Event description:
The customer reported that the system displayed a charger failed message when it is used in lateral position.

Manufacturer narrative:
(B) (4). The ge svc rep couldn't duplicate the problem. He checked batteries with load test and adjusted the battery charger. The system is working as intended.